Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread broke in several pieces. The procedure was completed by using another device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when was the thread broke in several pieces (in the package, during removal from package, during handling or during use on the patient)? Please specify during handling. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. One opened box with fifteen packets of product code vr2294 was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per sampling plan visual inspection were performed to thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.